Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found. Other: trueiinsync iii marquisimplantable pacemaker/cardio/defib, it was reported that after a left ventricular lead revision, measurements with the new lead through the device showed high impedance, while measurements with the analyzer showed normal values. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok" following the replacement procedure. Actual device involved in incident was evaluated, electrical tests performed. Mechanical tests performed. Visual examination: device performed according to specifications. Device operated according to specifications, impedance, high.

Event description:
It was reported that after a left ventricular lead revision, measurements with the new lead through the device showed high impedance, while measurements with the analyzer showed normal values. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok" following the replacement procedure.